Event description:
It was reported that approx 6 wks ago, the pt was driving her car when all sound became very loud. It lasted for about an hr and went away once she turned off the processor. Since that time, she has experienced this perception more and more frequently. As of right now, the pt experiences this loudness perception about 3 to 4 times a week, lasting about 3 to 4 hrs at a time. It only subsides when the pt removes her external equipment. The external equipment has been switched out, but she experiences it with all equipment. It varies when it occurs. The pt reported that she has not hit her head or changed medications.

Manufacturer narrative:
The device has not been explanted. If is should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.